Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an altitude alarm occurred. Customer's blood glucose level was over 400 mg/dl. In addition, it was reported that an occlusion alarm occurred. Reportedly, the customer changed pump supplies to address the issues. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.